Event description:
It was reported that a minimum fill notification occurred intermittently. There was no adverse impact to the customer¿s blood glucose level. Customer first attempted to reload same cartridge without success, then, under guidance from technical support, removed pump from case, cleaned pump area, and filled and loaded new cartridge using proper technique, which resolved issue, and customer successfully resumed insulin.